Event description:
It was reported that the unknown biomet abutment screw fractured inside the implant ((B)(4)). It was also reported that they were unable to remove the fracture screw and therefore had to remove the implant. Implant site was grafted.

Manufacturer narrative:
Zimmer biomet complaint#: (B)(4). One osseotite implant was returned for inspection with a gold-tite screw and restoration. The implant shows large signs of wear and debris attachment about the threads. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The drive feature of the screw is worn. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture, which necessitated implant removal. Alleged event was confirmed following inspection. A root cause for this complaint could not be determined. The following sections were updated: date of this report manufacturer. Contact office: name/address. Office contact: manufacturing site. Follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Evaluation codes. Additional narrative.